Manufacturer narrative:
As received, the concerto implant coil was found to be damaged and detached from the pushwire. The concerto coil pushwire was found broken at proximal end with release wire protruding from broken end. Additionally, pushwire was found broken at multiple locations from the distal end. Under the microscope, the coin was not found to be located against the lumen stop, and the shield coil was found to be present. All other subassemblies appeared to be normal and no other anomalies were observed. Based on the device analysis and reported information, we were unable to determine the cause of implant coil separated from the pushwire. The customer did not report this during the time of event and upon follow up unwilling to provide any further detail. It is possible that broken pushwire may have led to a momentary pulling back of the release wire, which may have led to the detachment of the implant coil from the pushwire. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the concerto coil did not function as desired. There was no patient injury and there was no noticeable damage to the device. The device was reported to have been prepare and used per the instructions for use (IFU). Evaluation of the returned device found that the implant coil was detached from the pushwire.